Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received sep 21, 2017. Record alleges the patient received an attune total knee replacement on (B)(6) 2015. It also alleges the patient received a painful revision surgery on (B)(6) 2016 due to tibial aseptic loosening. The document quotes the surgeon saying: ¿the tibial component was found to be grossly loose and lift free form the cement mantle with virtually no cement adhered to the tibial implant.¿ at this time the cement manufacture is unknown. Updated 10-20-2017. / investigation method: no device associated with this report was received for examination. Record alleges the patient received an attune total knee replacement on (B)(6) 2015. It also alleges the patient received a painful revision surgery on (B)(6) 2016 due to tibia aseptic loosening. The document quotes the surgeon saying: ¿the tibia component was found to be grossly loose and lift free form the cement mantle with virtually no cement adhered to the tibia implant.¿ at this time the cement manufacture is unknown. Updated 10-20-2017.